Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customers fluoro dose found at approximately 12 r/min. On (B)(6): customer reported no info regarding type of procedure being performed or pts age/gender. Customer confirmed all pt procedures have been completed and there are no reported injuries.